Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16962. It was reported that the right atrial and right ventricular leads were dislodged, observed under x-ray. The ra lead was repositioned on (B)(6) 2019. The rv lead was explanted and replaced because the helix did not extend during repositioning. The patient was stable.